Event description:
It was reported that during an angioplasty procedure, the maverick2 12mm x 2.0mm balloon detached. The location of the lesion, degree of calcification, and vessel tortuosity are unknown. It is not known how the detached balloon was retrieved or how the procedure was completed. The patient's status is unknown. Attempt for additional information have been made, however, no further information is available at this time.

Manufacturer narrative:
It was noted that two of another manufacturer's devices were returned in the maverick box. It was not known if the maverick device is available for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.